Event description:
It was reported that tandem mobi pump experienced cartridge alarm during cartridge loading, and cartridge alarm recurred when a new cartridge was attempted. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while technical support arranged replacement pump.